Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the plate that was returned. Process evaluation was also completed on the lot number provided. The stereo microscope investigation revealed tensile cracks. Further observation determined there were no indications of material or manufacturing defects. A review of the product device history files was performed based on the lot number provided. No discrepancies were found in the investigation. The results of the investigation have concluded that the root cause for breakage was due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
This is one of two MDR's. Please refer to MDR 9610905-2017-00070. (B)(4). Reference exemption number e2017029.

Event description:
The rib plate was discovered broken during a follow up x-ray. The plate was then explanted on (B)(6) 2017.